Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the internal helix was allegedly stretched and detached from the device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was received for evaluation and a physical investigation was performed for the catheter. During physical investigation a catheter was received. The helix was found broken at 53.5 cm from the tip of the catheter. The tube had a strong kink at 53.5 cm from the tip of the catheter. The tube had also two kinks, one was at 31 cm from the tip of the catheter and one at 33.5 cm from the tip of the catheter. The investigation is confirmed for the reported break. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d2b (mcw; dqx), d4 (medical device lot number), d4 (unique identifier (UDI) #), e1, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the internal helix was allegedly stretched and detached from the device. There was no reported patient injury.